Manufacturer narrative:
Additional information: the device in question (495na, fiber optic light cable, 230 cm, ø3.5 mm) was not provided for investigation. On the basis of the information provided, the following has been found: the device was not sent to the karl storz assessment and repair department for inspection. The error description provided by the customer, "staff burnt arm on light guide cable", could not be confirmed. According to the information available to us, staff burnt arm on light guide cable. Furthermore, the employee took responsibility for the incident. In the corresponding IFU sap-ID 300000478368, we expressly refer to the heating at the light exit aperture in sections 3.7, 3.8, and 3.9. This is not a manufacturing/production defect. The optics/light cable were handled in a manner that deviated from the safety regulations. This is an isolated error; no further measures will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "a member of staff burnt themselves on the proximal end of the light guide cable by holding onto the insulated section, causing the proximal end to swing back and touch their arm. This happened around 4 weeks ago but the exact date and guide cable in use is unknown.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).